Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was fully inserted into the patient¿s eye during the procedure but was subsequently removed in the same procedure due to a ruptured capsular bag. The rupture was attributed to the patient¿s anatomy. The replacement lens was a non¿johnson & johnson product, and the procedure was completed successfully. The patient has fully recovered. The directions for use were followed. No further information was provided.